Manufacturer narrative:
(B)(4). The peritonitis was manifested by cloudy effluent and tenderness in the abdominal area. On an unreported date, the patient was treated with intraperitoneal fortaz (dose and frequency not reported) for peritonitis. On an unreported date the patient was admitted to the hospital for peritonitis and catheter removal. On an unreported date, the patient was placed on hemodialysis. During hospitalization, the patient was treated with fluconazole (route, dose and frequency not reported) for peritonitis. The patient continued the fluconazole treatment for 21 days at home after discharge from the hospital. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced fungal peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized on the same day as onset for the peritonitis. Treatment for the event was unknown. During hospitalization, pd therapy was discontinued and patient was started on hemodialysis. The patient was discharged from the hospital four days after hospitalization and was reported to have recovered from the event. At the time of this report, the patient had restarted pd therapy. Additional information was requested but is not available. This is report 2 of 4 involved in this event.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers h13k01050 and h13j08065 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).